Event description:
It was reported that during testing conducted at the MFR facility the loaner saw ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device running without user activation. Since the saw was a loaner device, it will not be returned to the user facility.